Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is of-label usage of the device on (B)(6) 2024. On (B)(6) 2024 around 3:30am, the patient¿s cgm was reading low mg/dl. No bg meter reading was taken for comparison at this time. The patient was also wearing an omnipod 5 insulin pump. The patient had a stomachache and provided the patient with ¿something to eat¿. The patient then went back to sleep. The patient stayed home from school that day since her cgm continued to read low mg/dl. Around 11:30am, the patient¿s grandmother (who was babysitting the patient) called the patient¿s mother and stated the patient started vomiting. The patient¿s mother came home from work and took the patient to the emergency room. At the ER, the patient¿s cgm was reading 49 mg/dl, and the bg meter was reading 600 mg/dl. It was reported that the patient was dehydrated and ¿almost in a diabetic coma¿. The patient was treated with IV fluids and IV insulin. The patient was discharged the following day on (B)(6) 2024. There is no information on the length of stay at the hospital. The patient was in good condition at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.